Event description:
The device was implanted on 11/5/96, for infusion of heparin, fudr and dexamethasone through the hepatic arteries (exact location unknown) for treatment of cancer. On 11/19/96, a facility nurse contacted a MFR clinical specialist and stated that during the first device refill (11/12/96), the return volume (rv)= 36cc, refill period (rp)=7 days and the flow rate (fr) of the device=2.0ml/day. The device was refilled with fudr, dexamethasone and heparin in 18cc volume. On 11/19/96, during the second refill of the device, the rv=11cc, rp=7 days and fr= 1.0ml/day (predicted fr of the device= 0.98 ml/day per catheter). "Some air" was noted in the refill tubing at the end of the emptying period. The air lock procedure was not performed. The device reservoir was filled with heparin 50,000u, dexamethasone and saline to total volume of 50cc. The device port were accessed and found to flush easily. Pt was sent to x-ray, where the device port were again accessed and contrast injected. The device flow path was patent and the device catheters were determine to be in good position. The facility nurse along with another facility nurse phoned during the course of the troubleshooting described previously. All cautions related to the device port use were discussed. Following the device contrast study, both ports were flushed with normal saline (ns), followed by heparinized saline 100u/1ml.